Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Per visual inspection, no damage was identified in any of the forty samples returned. The cannula was inserted to verify if the cannula fits correctly into the tracheostomy tube. The cannulas were correctly fitted into the tube. To verify that the cannulas were well fastened to the tube, the piece was placed upside down and the cannula did not disassemble from the tracheostomy tube. Inner cannula problem was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannulas are not "clicking" to the trach tube. There was unknown patient involvement and patient injury reported.

Manufacturer narrative:
D9: date returned to mfg.: 8/30/2024 h3 and h6. Codes: updated. Updated investigation and root cause: forty (40) returned samples of the same part and lot number were received in unused conditions and in its original packaging. Visual inspection: the returned samples were visually inspected, and no damage was identified in any of the samples returned. Dimensional: ring gauge test was performed to verify the external diameter ¿click fit od - over bumps¿ according to procedure. Results: all samples failed the ¿minimum¿ ring gauge test. The complaint was confirmed. The root cause was identified as outside diameter (od) over bumps out of specification to flash on supplier tool (cavity 2) action taken: supplier mold was repaired to remove burr on cavity 2. Supplier updated inspection test method to align with ICU medical method. ICU medical inspection procedure released with new inspection method ¿click fit od - over bumps¿ to perform sampling during receiving inspection. A retrospective 12-month review period (aug 2023 to sep 2024) was made for complaints originated and related to this issue and no additional complaints were identified to this lot number.